Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was reseated and the system software was reloaded. The coin batteries on gib, rtos, gpos and x-ray switch were replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed security switch errors and boot up errors, which required a reboot to complete the cases. This is indicative of a system lockup. There is no report of death or serious injury.